Manufacturer narrative:
An event regarding alleged unintended extension involving a distal femur mig was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no items were returned. Clinician review: x-ray review - the affected implant for distal femur mig was inserted (B)(6) 1996 and has been reported by the surgeon that the implant is unexpectedly extending. From the x-ray the implant is observed to be overextended, causing the affected leg to have a leg length discrepancy. It can also be observed that an unidentified screw is lying within the soft tissue. There is no indication that the unexpected extending is related to the design of the device. Product history review: review of the device history record indicate one device was manufactured and accepted into final stock on (B)(6) 1996, with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 2015 to present for similar reported events regarding unintended extension. There have been no other events. Conclusions: the device reported in this investigation has been implanted for 21 years. The exact cause of the event could not be determined because further information such as the device return, primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Please note: the reported device is similar to a distal femur mig device approved for compassionate use in the united states.

Event description:
It has been reported that the patient's distal femur minimally invasive grower (mig) has unexpected extension.